Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Medical imaging was not provided. The event could not be confirmed. The instructions for use (IFU) identifies device misplacement and vascular thrombosis as potential complications associated with use of the device.

Event description:
It was reported that an aneurysm treated with a web device approximately six months ago had recanalized. An lvis evo stent was implanted to treat the aneurysm; it opened well and shouldered well at the neck. Attempts to implant additional coils were unsuccessful. It was then noticed that the web had shifted in its position due to the implantation of the lvis and was compressing the left posterior, which ceased to be visible under fluoroscopy. The physician administered aggrastat and the posterior circulation again became visible. After the procedure, an update to the patient's status was received; "the patient is still well off, the vessels of the posterior circulation were open, and the patient is free of symptoms." This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2021-00071.